Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-02690. It was reported following the drg trial procedure (leads implanted at vertebral level t11) when the sedation was lightened the patient attempted to roll off the procedure table multiple times. Reportedly, physician and the staff would not calm down the patient. As a result, the leads were removed and trial procedure was abandoned for patient safety.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02690. Additional information identified that drg trial leads were successfully placed on (B)(6) 2018 (80% improvement) and leads were pulled out on (B)(6) 2018.